Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter stated "corneal edema has not been resolved at this moment. There is no infection. Corneal edema only because of hypertension. No other intervention performed but intended to have surgical intervention on hypertension." Claim# (B)(4).

Manufacturer narrative:
Corrected data: g3- (B)(6) 2021" should be corrected to "07-apr-2020" in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Elevated iop (30 mmhg) without pupil block and angle closure were observed and the lens was removed on (B)(6) 2020. Cause of the event is reported as unknown. Reportedly, "the patient presented with high intraocular pressure 4 months after the operation, which continued until now. The lens was removed. But after the removal of the lens, the intraocular pressure was still high" and corneal edema was observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.